Event description:
The customer called and reported her infusion set detached and her blood glucose went up to 400 mg/dl. The customer also stated her snesor was giving inaccurate readings, as customer's blood glucose was 200 mg/dl, while sensor read 40 mg/dl. The sensor will not be returing for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.